Event description:
The dialysis pt presented with venous outflow stenosis of a previously placed non-gore stent inside an av loop graft. The gore viabahn endoprosthesis was placed inside a non-gore stent. During deployment, 6cm of the device expansion occurred when the deployment halted. The physician gained access below the original access site and advanced a balloon catheter into the device. The physician inflated the balloon, which opened the remaining portion of the device thus completing deployment. The pt did not experience any adverse consequences.

Manufacturer narrative:
Device remains implanted and functioning as intended. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.